Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose over 450mg/dl, and he was treated with manual injections. It was stated that the customer experienced nausea, vomiting, and headache. Troubleshooting was performed. The time, date, and settings were correct. Reviewed the alarm history and found low reservoir and low battery alarms. Advised the mother to call back when the tubing clamp arrives. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.